Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that after administering medical fluid to the patient using a smiths medical cadd-legacy plus pump for 24 hours at a flow rate of 3.5ml/h, the customer estimated 84 ml was dosed and normally the remaining amount was supposed to be 16 ml. However, when doing it with a 100 ml medication cassette reservoir, more medical fluid than calculated remained in the cassette quite often. Sometimes, 30 ml was left in it. There were no reported adverse events.